Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2013, the patient reported that when he put his audio processor on in the morning and it turn on, after about 10 seconds it slowly stopped working and he could not hear anything. He tried it the next day and a week later and the same thing happened except he couldn't hear anything at all. He tried listening with his back-up audio processor but he couldn't hear anything. There was no trauma to the head reported.